Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The device was returned due to catheter insertion difficulty. The sheath had been perforated proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided, the cause of the sheath perforation and split dilator tip is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a punctured introducer sheath.